Event description:
When advancing accutrex screw tip broke off cannulated screw driver - tip removed with pituitary w/o problem. Diagnosis or reason for use: used during fixation of ocd of knee with headless conical sc. Event abated after use stopped or dose reduced: yes.